Event description:
An issue was reported involving an incorrect cartridge replacement for a tandem product. There was no adverse impact to the customer's blood glucose level. The customer experienced consistent cartridge replacement errors, even with multiple cartridges, despite the pump starting, charging, and being recognized by the computer without any alerts or alarms in the history. Consequently, the device was returned, and a replacement pump was issued with a new serial number.